Manufacturer narrative:
Product quality engineering (pqe) has investigated this complaint and determined that there is no indication that the product did not meet specification. No product has been returned for this complaint to date. As the lancing device was not returned for this complaint, a tripped trend review was completed for the time period of (B)(4) 2018 to (B)(4) 2019, and there was no adverse trend identified. (B)(4), the third party manufacturer of the freestyle lancing device ii, continues to monitor complaints received for the freestyle lancing device ii. If the product is returned at a later date, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that her adc lancing device was not firing and was therefore unable to check her blood glucose. Customer further reported that on unspecified date, "she went to the hospital and had to stay there for 3 days as she wasn't able to use the lancing device to test the glucose level which was high". No further information was provided and attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that her adc lancing device was not firing and was therefore unable to check her blood glucose. Customer further reported that on unspecified date, "she went to the hospital and had to stay there for 3 days as she wasn't able to use the lancing device to test the glucose level which was high". No further information was provided and attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent impairment associated with this event.